Event description:
Related manufacturer reference number: 3006705815-2022-18421. It was reported that the patient's ipg migrated. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted to address the issue. During the procedure, the physician inadvertently cut the lead and a portion of the lead remains implanted. Additional intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.